Event description:
During the evaluation, it was observed that the device did not have audio function. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned for evaluation and baxter was able to confirm that the audio function was not present. Further evaluation identified that the absence of audio was due to an intermittent connection between the back flex and the input/output printed circuit board (I/o pcb). All detection capabilities and functions performed as expected. The I/o pcb was replaced.